Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis. It was reported that after ablation, all of a sudden, they realized patient was in sinus ¿tachy¿. That is when physician asked the fellow to do an ultrasound and found there was an effusion. After having the conversation with physician, he said its difficult to identify or say when exactly the tamponade happened. Tapping was done, patient seem to be hemodynamically stable when taken out of the lab. On 18-jan-2024, additional information was received confirming ablation was done with a bwi thermocool® smart touch¿ electrophysiology catheter. Transseptal was done with brk needle from abbott. No evidence of steam pop. There was no generator or pump malfunction. Patient¿s outcome was reported to be fully recovered (no residual effects).